Event description:
(B)(6) after the pump was replaced, the pt experience withdrawal. There were no alarms, the programming was confirmed to be correct, and the pump event logs were normal. The pt was hospitalized. Dye study/imaging was done and the catheter appeared to be properly connected to the pump. The physician decided to replace the pump connector. Following the pump connector replacement, the pt reported that he was "feeling great" and had no more issues. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).